Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of blocked; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during cataract surgery, four out of six ophthalmic cannulas was faulty. They were added onto a 2ml syringe filled with balanced salt solution and it worked as needed. When returning to the syringe and cannula at a later stage of the cataract surgery, the cannula was blocked and used a different cannula. Patient impact was not reported. Additional information has been requested but none received till date.